Event description:
It was reported that the screw fractured in the patient's mouth. Requested screw removal tools in order to retrieve the broken portion from the implant.

Manufacturer narrative:
Zimvie complaint number (B)(4).